Event description:
Initially it was reported that shortly after the insertion of the catheter, within 24 hours, the thermistor on the catheter 'malfunctioned.' There were no values observed from the catheter. The staff replaced the catheters with new ones. Additional information revealed that during the event the co values disappeared from the vigilance monitor. It was further indicated that 'strange/odd' values were observed from other parameters on the vigilance. Unfortunately details of the description of the incidents were limited, no other information could be provided. There were no patient complications reported.

Manufacturer narrative:
The catheter was received with an attached monoject 1.5cc limited volume syringe and an attached contamination shield. The thermistor read 37.3 c when submerged into a 37.3 c water bath. Per the vigilance manual, thermistor temperature reading accuracy is +/- 0.3c. During cco testing in a 37.3 c water bath, on both vigilance I and vigilance ii monitor there were no error messages observed. Thermistor and thermal filament circuits were continuous; there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. The resistance value of the thermal filament circuit was measured and found with the allowable specification. Catheter optics testing revealed that the catheter failed in-vitro calibration on both the vigilance I and ii monitors while seated in lab cal cup. The connector housing was opened and the fibers were examined. Light leakage was observed from one the fibers. A closer examination found the fiber coating damaged, allowing light leakage. Upon removal of the contamination shield, an indentation was found on the catheter body at approximately the 101 cm area.. All through lumens were patent without any leakage or occlusion. The balloon inflated clearly, concentrically and remained inflated for more than 5 minutes without leakage observed. There was no visible damage observed from the returned syringe. There were two possible lot numbers reported and a review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed for calibration difficulties. An investigation was opened to determine the cause of the complaint and implement any necessary actions.